Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 14mm amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio delivery system. During the deployment of the device, it was observed that the left disc assumed a cobra-like deformation as it opened in the left atrium. Two attempts at partial recapture and redeployment were made, but the deformation persisted. The device was subsequently retrieved and replaced with another 14 mm amplatzer septal occluder , which was successfully deployed and released without any deformation. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. An image was received from the field showing the device half-deployed into a cobra like deformation. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.